Manufacturer narrative:
Unknown if sample is available for evaluation, therefore, investigation is incomplete. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: complaint alleges: "(B)(6) year old child with tracheostomy uses this particular type of device daily, new device each day. New one taken from box and child complained of being unable to breath through it. Parent kept too one side for investigation. All others from box used by child without problem". No patient injury reported. Additional information requested.